Event description:
It was reported that there was intermittent atrial undersensing and low amplitude p-waves observed with the right atrial (ra) lead. Reprogramming was performed and the lead remains in use. The patient was a participant in a product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.